Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected infection. Upon opening the pocket, the physician thought there was no infection. The patient requested the implantable cardioverter defibrillator (ICD) system to be removed. No further patient complications have been reported as a result of this event.